Event description:
The complainant reported that a vaxcel PICC had been therapeutically implanted in a male patient (age unk) in 2006. Nineteen days later, during flushing of the device, the PICC was found to be leaking distally and within the lumens. The clinicians removed the device without complications and successfully replaced PICC. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device has been received by this manufacturer, but the evaluation has not yet been completed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At the time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.